Manufacturer narrative:
H3 the product analysis result indicates that visually, the inner shaft was bent until broken, and there were tool marks in the surrounding area which likely occurred when it was forcibly removed from the handpiece. The distal outside diameter of the inner hub showed deformation which would have resulted in the bur becoming stuck in the handpiece. The inner hub outside diameter requirement is 0.330¿ +/-0.002 and the actual measurements were 0.330¿ in the undamaged area and 0.357¿ in the deformed area which is out of specification. The inner hub bushing was rough and worn which is an indication of friction between the bushings due to excess speed or aggressive use. There was no allegation of difficulties loading the bur or damage prior to use. The information most likely indicates heat induced deformation of the inner hub was caused by excess friction between the subassemblies. Note: the handpiece used has a top speed of 30000 rpm and this product has a maximum recommended speed of 12000 rpm in the forward direction. The product information and instructions warns: excessive pressure applied to bur may cause damage; bending or prying may break the blade or bur; do not u se burs above the speed indicated on the bur label. H6: additional information suggest that fdm b21 , fdr c21 and fdc d16 are no longer applicable to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Analysis of the handpiece states that a broken bur was removed from the handpiece.